Event description:
It was reported that while in a manual wheelchair, the user fell off a van lift during unloading. The van's safety harness was not in use when the incident occured. The user fell on her face and injured her lower extremities and teeth. Medical intervention was required. Additional information was requested, but is not available at this time.